Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual: received one (1) used all-silicone foley catheter without original packaging. Visual inspection noted a hole in the catheter shaft measuring (0.040") at the bifurcation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from a hole in the bifurcation area of the foley catheter within 24 hours after detention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from a hole in the bifurcation area of the foley catheter within 24hours after detention.